Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 5071-53, lead; implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patients epicardial left ventricular (lv) lead exhibited high thresholds. Also, the patients bi-v implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) earlier than anticipated. The device was removed and replaced, while the lv lead was capped an replaced with a transvenous lead. No patient complications have been reported as a result of this event.